Manufacturer narrative:
Investigation pending.

Event description:
The customer reported 12 instances of false positive coc, opi, and thc results and 2 instances of conflicting opi results between august 2016 and april 2018. The customer was unable to provide the frequency of the false positive results for each specified analyte. Confirmatory testing was performed at (B)(6) toxicology and (B)(6) detention center for all 12 instances of false positive results. Confirmatory testing provided negative results each time for coc, opi, and thc.

Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention and returned products for the reported lot number. Retention and return products were tested with in-house drug-free donor urine. Results were read at 5 minutes and all devices correctly yielded negative results for all analytes. No migration issues or false positive results were observed. Manufacturing batch record review did not uncover any abnormalities. The product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A positive result might be obtained from certain foods or food supplements. Based on the information available, there is no indication of a product deficiency and no corrective action is required.